Event description:
The customer reported broken/damaged. There was no patient involvement.

Manufacturer narrative:
Correction: updated e2, g2 for biomed as health professional. Removed d8 for 3rd party servicer. This device was evaluated and repaired through the service repair process. Based on the findings, root cause of the reported issue was due to wear of the pca front cover. A review of the device history record showed the device had a manufacture date of 10feb2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported broken/damaged. There was no patient involvement.